Event description:
It was reported that the pump is unresponsive when the ok button is pressed and a single press of the arrow buttons often causes the cursor to scroll. The pump reportedly has not been exposed to water and does not have any visible damage to the buttons. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared to be intact (no lifting or peeling), but all the keypad buttons were unresponsive to user input, the up arrow key contact was misaligned, and the ok key contact was inverted and did not spring back.